Event description:
It was reported that the infusion pump did not deliver pitocin due to the IV tubing being loose and kinked in the pumping finger area. The infusion pump reportedly appeared to be operating properly and did not alarm during this time frame. This reportely resulted in a prolonged labor, however no medical or surgical intervention was required.